Event description:
The patient complained about hissing, humming and crackling noises.exchange of the external parts could not solve the problem. Telemetry testing of the device resulted in "coupling ok", but all other values only showed "--". During telemetry the patient reported an uncomfortable percept. The device had malfunctioned. The patient was advised not to wear the external equipment if stimulation is uncomfortable.